Event description:
Additional information indicates that the patient experienced a 45-minute cardiac arrest prior to impella pump placement. The care team and the patient's family subsequently decided to withdraw care, as the patient's condition did not improve. There were no complaints regarding the impella product. Hemoglobin (hgb) was not checked prior to the cardiac catheterization or impella device placement. There was no evidence of bleeding related to the impella, and the patient was not on heparin prior to withdrawal of care or at any time during impella support.

Manufacturer narrative:
Additional information has been provided in b5 (event description), d3 (manufacturer fax), e1 (initial reported address) and h4 (device manufacture date). Corrected information was provided in d4 (primary UDI number). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Investigation summary: ppae (major bleed): the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1824584. Device history batch: subcomponent lot: n/a. Device history review: the pump sn: (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Event description:
An 88-year-old male underwent impella support as a bailout during a complex st-elevation myocardial infarction (stemi) intervention complicated by cardiogenic shock. Under impella assistance, multivessel revascularization was performed using shockwave lithotripsy in the left main, left anterior descending artery (lad), and lcx territories. The patient was transferred to the ICU on mechanical ventilation and catecholamine support. During hospitalization, two complaints were entered; (1) impaired distal limb perfusion at the impella access site, and (2) severe anemia (hemoglobin dropped to 5 g/dl) without obvious external bleeding, suggesting occult gastrointestinal hemorrhage. Despite transfusion attempts, clinical deterioration continued. Given advanced age and the complex course, care was withdrawn, and the patient died on day 2. The exact source of bleeding could not be confirmed, nor could the impact of limb ischemia be determined. Death was conservatively attributed to impella support per coding rules, although most likely related to underlying disease rather than the device.